Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was separation of silastic where the driveline connected into the system controller. Visual inspection of the driveline showed the silastic layer was completely dislocated from the connector. A clamshell repair was requested and completed per procedure. 1 of the 4 screws broke in half during insertion and glue was used to fill the remainder of the hole.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the distal-end driveline bend relief from the controller connector was confirmed by an onsite abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The screw broke while being tightened. It was noted that the clamshell halves were not completely flushed at the time, thus, the event occurred unexpectedly. The break included the screw head and a little bit of the thread. There were no abnormalities noted when put into use.